Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with debris on the product. Visual inspection found no visible damage to the lens and presence of debris on lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.50/+2.0/081 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2018. Intra-operatively the lens was exchanged with a longer lens, the surgeon noting low vault. The problem was resolved.